Event description:
There is a foreign matter that assumed silicone lubricant.

Manufacturer narrative:
Our quality engineer inspected the photos, and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a transparent silicone-like material on the cannula and on the inner wall surface of the needle cover. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the foreign matter type. The spectrum matches reasonably with silicone and is likely the material used as tipping and catheter lube. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. Given the silicone-like nature of the lube, it is possible for the lube to migrate to different locations on the catheter surface or to the cannula surface during transportation and storage. The silicone on the inner wall surface of the needle cover could be the silicone on the catheter tubing being transferred to the needle cover. It is likely that the catheter tubing touches the inner wall of the needle cover during opening of the product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 20ga x 1.16in foreign matter. There is a foreign matter that assumed silicone lubricant.